Manufacturer narrative:
As noted, the patient underwent placement of an optease vena cava filter. The indication for filter placement was deep vein thrombosis of the lower extremities. The patient tolerated the index procedure well and left recovery in stable condition. A completion venacavogram demonstrated the filter to be in adequate position. There was good wall to wall opposition and no tilting. The tip of the filter was at the renal veins. The sheath was removed and hemostasis was ensured manually. No complications were noted. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter causing abdominal pain, elevated heart rate, and breathing issues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and require extensive medical care and treatment. Per medical records, the patient has suffered additional injuries including but not limited to: physical pain and suffering, discomfort and emotional distress. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dyspnea, heart rate increase, pain and anxiety do not represent device malfunctions. Without procedural images of films for review, it is not possible to assess the root cause of the reported events. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00549 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As noted in a legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter causing abdominal pain, elevated heart rate, and breathing issues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates, that the patient has suffered additional injuries including but not limited to: physical pain and suffering, discomfort and emotional distress. Originally, the patient tolerated the index procedure well and left recovery in stable condition. A completion cavagram demonstrated adequate position of the filter. There was good wall to wall opposition and no tilting. The tip of the filter was at the renal veins. The sheath was removed and hemostasis was ensured manually. No complications were noted.